Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 175 mg/dl. Customer stated the pump alarmed during normal use. Customer was explained that a battery out limit alarm during normal use may indicate a loose battery cap. Customer is going to use new battery cap and go buy (B)(6) aaa alkaline batteries.